Event description:
The customer reported via phone call that they were unsure if they had completed the rewind sequence on the insulin pump. The customer also reported experiencing high blood glucose. Customer stated their blood glucose rose to 492 mg/dl. The customer reported changing their infusion set, bolusing and treating with a manual injection for their blood glucose. It was also found the customer had a lump on their stomach when changing their infusion set. The customer's latest blood glucose was 160 mg/dl. Customer also reported their site showed signs of infection. Customer reported the site was red and swollen. Customer was advised to consult with their healthcare provider if needed. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.